Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:04 and (B)(6) 2011 21:00:05. Daily hv lead impedance trend data show abrupt spike increases for svc defib and defib active can on impedance = 82 to 254 ohms range, between (B)(6) 2011.

Event description:
It was reported that there was high hvb and svc impedance greater than 200 ohms. The svc coil alerts were turned off and the svc coil was turned off from the shocking vector. The lead remains in use but was to be revised. No patient complications have been reported as a result of this event.